Event description:
This is report 2 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Treatment with dianeal was ongoing. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with gentamicin and vancomycin, both administered ip (dosages and frequencies were not reported). Antibiotic therapy was ongoing at the time of this report. It was not reported if retraining on proper aseptic technique was performed. At the time of this report, peritonitis was recovering.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13a04047 and h13a28038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).